Event description:
According to the reporter, on the day of the event, after the pre-filling pipe and the hemodiafiltration filter were standardized, the patient was put on to the machine for hemodialysis treatment at 12:49. At 13:10, the patient complained of palpitation, chest tightness and shortness of breath. There was nothing unusual observed on the device prior to the hemodialysis treatment. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The patient immediately informed the doctor and followed the doctor's advice to push an intravenous injection of dexamethasone 5 mg (milligrams) as a remedial action. At 13:12, the patient's symptoms were relieved and the dialysis treatment was continued and completed according to the doctor's advice. There was no blood loss and no blood transfusions required.

Manufacturer narrative:
Correction : a3b additional information: b3, b5, g3, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, after the pre-filling pipe and the hemodiafiltration filter were standardized, the patient was put on to the machine for hemodialysis treatment at 12:49. At 13:10, the patient complained of palpitation, chest tightness and shortness of breath. The patient immediately informed the doctor and followed the doctor's advice to push an intravenous injection of dexamethasone 5 mg (milligrams). At 13:12, the patient's symptoms were relieved and the dialysis treatment continued according to the doctor's advice. There was no blood loss and no blood transfusions required.